Event description:
It was reported that during a novasure procedure on (B)(6) 2024 , the physician reported an unusual hissing noise during the 55 seconds of the procedure. There was very little ¨ singed tissue¨ on the array and a small hole was observed in the back of the mesh. Another device was opened and the ablation was repeated. Procedure was completed successfully with the second device. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
Visual inspection was conducted and the array has a hole on it, in the side that is facing down. Functional testing could not be conducted due to the damage to the array. The complaint was confirmed. This observation will be monitored and trended.